Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt requested assistance lowering her basal rates due to hypoglycemia during the morning hours. Blood glucose was in the 50 mg/dl range over the previous week. On the morning of the report, blood glucose was 32 mg/dl. Husband provided orange juice and turned off her infusion device, and she started to feel better after an hour. Pt reported she would not have been able to treat herself. Target blood glucose is unk. Time and date were not programmed correctly, and this was adjusted. Pt had a decrease in her diet and an increase in physical activity. Follow-up was completed on (B)(6) 2011. Pt reported her blood glucose was doing better after her basal rates were decreased and said she is also going to eat a snack before bed. No product was requested for evaluation.